Event description:
It was later reported that the console was working with a replacement battery.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the console¿s battery maintenance test not passing was not confirmed. Neither the centrimag console (serial number (B)(6)) nor the console¿s internal battery (serial number (B)(6)) were returned for analysis. Available information for this event indicates that the cause of the event was isolated to the internal battery and the console¿s internal battery was exchanged to resolve the issue. The root cause of the reported event was unable to be conclusively determined through this analysis. The 2nd generation centrimag system operating manual (rev. M) section 8.4 entitled ¿battery maintenance¿ instructs users on how to perform the battery maintenance procedure and on what steps to take when the test does not pass. Review of the device history record for the centrimag console, serial number (B)(6), showed the battery was manufactured in accordance with manufacturing and qa specifications. The internal battery, serial number (B)(6), was also observed to have been manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that centrimag console (sn: (B)(6) failed the preventive maintenance procedure on two occasions, and the failure was attributed to a defective battery. Battery was installed on (B)(6) 2025, and its expiration date was december 2027. The battery will not be returned since it is not repairable. A new battery will be installed as a replacement.